Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that intra-operatively, the physician attempted to place the patient's lead at the apex of the left ventricular heart border. However, the lead became dislodged once the guidewire was retracted back out of the lead. It was further noted that the physician made a second attempt with the same lead in a different location. The physician was unable to place the lead in the desired location so the lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.